Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys tsh assay result for one patient sample. The initial result was 0.36 uui/ml and was reported outside of the laboratory. After the patient complained about the results, the sample was repeated with a result of 7.57 uui/ml. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. The customer stated they believed to the event was due to a preanalytic issue.